Manufacturer narrative:
(B)(4). D10: item: 00625006530- bone screw self-tapping 6.5 mm - lot: j6932941. Item: 30123606- 36mm i.d. Size f high wall liner- lot: 65056309. Item: 00786401320- femoral stem press-fit collarless 12/14 neck taper- lot: 64975616. Item: 00877503601- bioloxâ® delta, ceramic femoral head - lot: 3044103. The customer has indicated that the product remains implanted and will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient required a cortisone injection for trochanteric bursitis approximately four years after implantation. No additional information available for the reported event.

Event description:
Due diligence is complete as multiple attempts were made; however, no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6. Review of the reported event by a health care professional found that bursitis is the inflammation or irritation of the bursae, typically caused by repetitive motion, overuse, and pressure. It is a common condition that can affect any joint and may last for a short duration or years. Symptoms include pain, tenderness, swelling, stiffness, decreased movement, and/or redness around the joint. Conservative treatment includes otc pain relievers, anti-inflammatories, rest, ice, elevation, and pressure wraps. If these fail, physical therapy, aspiration, arthroscopy, or steroid injections may be necessary. The complaint indicates that postoperative bursitis developed and required medical intervention. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. This is a limited investigation, as per (B)(4), a review of the device history record and complaint history review will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. The root cause of the reported event was determined to be unrelated to the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.